Manufacturer narrative:
A retention meter was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received discrepant results when testing with coaguchek in range meter serial number (B)(6). A sample from the patient was tested in the laboratory using the dade innovin method, resulting in a value of 2.56 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 3.7 inr. On (B)(6) 2024, a sample from the patient was tested in the laboratory using the dade innovin method, resulting in a value of 3.06 inr. Within 3 hours of laboratory testing, the patient was tested twice using the meter, resulting in values of 4.1 inr and 4.1 inr. The patient's therapeutic range is 3 - 3.5 inr.

Manufacturer narrative:
The type of investigation coding has been updated.